Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023, in which the implantable cardioverter defibrillator (ICD) set screw was unable to be moved. The device was not used and replaced within the same operation. Post-procedure the patient was discharged.